Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the down arrow and ok keypad button were found to be intermittently unresponsive; the up arrow and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts.